Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a e325 was recorded in the log upon testing and connecting to a/c power the battery was charged, and no malfunction was observed with the internal battery itself and testing was noted to pass in all areas.